Manufacturer narrative:
Product not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported a patient underwent right hip total hip arthroplasty on an unknown date. A constrained zimmer biomet liner was cemented into a competitor cup during the procedure. Subsequently, the patient was revised on (B)(6) 2016 due to loosening of the competitor cup. The zimmer biomet head and liner were removed along with the cup. The procedure was completed with a zimmer biomet head and a competitor cup and liner.